Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and diabetic ketoacidosis. No lot release records were reviewed, as the product lot number was not provided. Locked down smartphone: not reported. Omnipod software app version: not reported. Operating system: not reported. Hardware: not reported. Cgm sensor type: not reported. *please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported that the patient had been hospitalized with diabetic ketoacidosis (dka) on (B)(6) 2025. The patient's blood glucose levels reached 221 mg/dl while wearing the pod. Symptoms reported include not feeling well and having ketones. The patient was treated with intravenous fluids and insulin. The pod was removed at the hospital. Hospital discharge date was not reported.